Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 300-400 mg/dl at time of incident. Another blood glucose level was 300, 291 and 333 mg/dl. Customer stated that the insulin pump was not working. The customer was assisted with troubleshooting. The customer was treated with insulin drip, manual injection and insulin pen . The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.